Manufacturer narrative:
Health professional: unknown. Occupation - practice manager. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The root cause of the complaint could not be identified. The received photo showed that the actual sample was already used and cannula was noted with bent. However, in reference to previous simulation the same needle gauge and needle length, it showed no bent cannula was encountered upon removing the needle from the dummy arm after injection and during sheath activation. Moreover, no retention samples or lot history file were reviewed since lot is unknown. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. No lot history file was verified since lot is unknown. Moreover, we have series of in-process inspection and qc conducts outgoing inspection to check overall condition of the assembled needles. Only samples passed inspection are allowed to be shipped. (B)(4).

Event description:
The user facility reported that the needle bent so far that it could not be enclosed with the safety sheath and was sticking out of the safety sheath at a 90 degree angle. Additional information was received 20september2019: the device was unable to retain, it was placed in a sharps container immediately. Blood loss, if any was minimal due to only being a needle stick. The patient was not affected, colleague. The event took place after an injection was given and the colleague was activating the safety.